Event description:
The reporter indicated the surgeon inserted an (B)(4) silicone three piece lens and a small piece of the lens was torn off from the edge of the lens. The piece tore off in the cartridge. After consulting with another doctor, the surgeon decided to leave the lens in the pt's eye as the tear would not affect the pt's vision. The lens remains implanted and the pt is doing well.

Manufacturer narrative:
(B)(4). Eval, conclusions (other): based on the complaint history, possible root causes for lens tears include both delivery sys issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all states of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).